Event description:
It was reported that the video system center front panel switches were not functioning and the front panel was blacked out and did not respond. The issue was found during a diagnostic colonoscopy procedure that was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. H3 and h4 were corrected as there were incorrectly selected in the initial MDR. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection. A definitive root cause could not be determined as the event could not be reproduced. Based on the results of the investigation, it is likely that the following led to the malfunction: due to corrosion on printed circuit board connector and the cable, communication abnormality between front panel and control board occurred. Olympus will continue to monitor the field performance of this device.